Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment with moisture behind the display lens. The battery cap was not returned. The test battery cap attached to the pump and powered it up successfully. The pump was run for 24 hours and a replace battery alarm occurred. The leak test failed due to a battery compartment leak. The pump cover was removed to find moisture on the printed circuit board and internal components. The alleged power issue was not duplicated during investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that there was moisture behind the display, the battery compartment was cracked, and there was no power to the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.